Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken conductor wire at proximal end, near the internal wire to pin connection. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument did not coagulate. The procedure was completed with no reported injury.